Manufacturer narrative:
Multiple attempts were made on 04-oct-2023, 24-oct-2023, and 31-oct-2023 to try to obtain further information about this case, but no response received from the customer. Corrective action and final device disposition could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a customer biomed, reporting the display of the v60 ventilator was dim. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the display was very dim at the highest setting of brightness. The rse advised replacement of the user interface (ui) assembly.